Event description:
It was reported that the patient received an alert for non-sustained oversensing. Egm revealed potential lead noise. Noise was not reproducible with isometrics. Imaging was recommended to determine lead condition. Physician elected to monitor patient closely.

Event description:
New information notes that high thresholds were observed on the rv lead. The lead was explanted and replaced after repositioning was unsuccessful. The patient was in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.